Manufacturer narrative:
On previously submitted report, section "(device) problem code grid (1)" in box h was incorrect. Section "(device) problem code grid (1)" in box h has been updated/corrected in this report.

Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received a voluntary medwatch (mw5151928). The manufacturer received information alleging the patient has passed away. There was no report of medical intervention required by the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.